Event description:
It was reported that the user experienced recurrent post-meal hypoglycemia after meal announcements while using the ilet, with lowest blood glucose levels in the 50s and device low alerts occurring; the user had previously adjusted settings with a healthcare provider and suspected under-announcing meals, and a factory reset with a complete supply change was planned. Symptoms included feeling low with tingling and slight weakness. Outcomes included correction with oral glucose, no need for outside assistance, and no medical intervention or hospitalization. Investigation included complaint intake, troubleshooting, and education, with plans for a factory reset and follow-up to assess algorithm use and device performance. Investigation of this case revealed hypoglycemia temporally associated with meal announcements without evidence of device malfunction, with user behavior related to meal announcement likely contributing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.